Manufacturer narrative:
No patient information provided after calls to customer 06/03/2021, 06/04/2021, and 06/07/2021. Unique identifier: (B)(4). Customer replaced absorbent canister to resolve the issue.

Event description:
The hospital reported a malfunction resulting in elevated co2 readings in the patient circuit. There was no report of patient injury.